Event description:
As reported in the journal article "cardiac tamponade complicating transcatheter aortic valve replacement: insights from a single center registry" from israel, a retrospective analysis was conducted on patients who underwent the transcatheter aortic valve replacement (tavr) procedure for severe symptomatic aortic stenosis between march 2010 and june 2024. This complaint involves a patient who underwent a tavr procedure with a 26 mm sapien xt valve. Approximately one (1) hour post valve implantation, the patient presented with a left ventricular (lv) perforation associated with a stiff guidewire. Percutaneous pericardiocentesis and cardiac surgery were performed. Subsequently, it was noted that the patient passed away during hospitalization. The date of death is unknown.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (lv perforation caused by the stiff guidewire) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted to include additional information, reference the journal article and document the related manufacturer report numbers in section h10 (related report numbers). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-06380 and 2015691-2025-06381 for details of the other events. Reference for journal article: naoum I, eitan a, sliman h, shiran a, adawi s, asmer I, zissman k, jaffe r. Cardiac tamponade complicating transcatheter aortic valve replacement: insights from a single-center registry. Cjc open. 2024 nov 14;7(2):153-160.